Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided the customer quote for the front bezel and end cap bezel for repair. Per good faith effort response, it was confirmed that the customer ordered the front bezel and end cap bezel to resolve the reported issue. It is unknown if the parts were replaced, and device put back in service. No further information was able to be obtained. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device has a faulty nav-ring. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided the customer quote for service and repair. The investigation is ongoing.